Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a hospital in the (B)(6) stating that during a phaco procedure the consultant noticed white particles in the infusion line of the phacoemulsification handpiece. One of the particles entered the patient's eye however the consultant was able to remove it without any harm to the patient.

Manufacturer narrative:
One bl3170 stellaris handpiece, serial number (B)(4) was returned in a sterilization tray. A purple needle tip was attached to the handpiece. The needle tip was bent. Microscopic examination of the needle tip found scratches and marring around the hub, shaft and tip of the needle. The nose cone and transducer horn of the handpiece were also damaged. Processed water was injected through the irrigation tube of the handpiece onto a 0.45 micron filter. The water was then vacuumed off through the filter in attempt to trap any possible particulates. Microscopic examination of the filter found several fiber-like or hair-like particles. No metallic looking particles were found. The user facility also returned a small plastic vial that contained one blue irrigation sleeve and two small particles of unknown origin. Microscopic examination of the irrigation sleeve found it dirty with dried solution and particles covering the surface. One particle returned in the plastic vial was white in color and was approximately 1 mm long by 1 mm wide. This particle had what appears to be a metallic particle embedded inside of it. The second particle returned in the plastic specimen cup was translucent/white in color and was approximately 4 mm long by 2 mm wide. The particles were sent to an independent laboratory for further analysis. These analyses indicate that the white particle consists primarily of silica and organic material with lesser concentrations of saline residue and mineral deposits. The translucent particle consists primarily of organic material and saline residue with lesser concentrations of mineral deposits. The organic components of the particles could not be identified due to the limited sample size and interference from the inorganic components of the sample, but were not consistent with the client-supplied control samples. The source of the particles could not be determined.